Manufacturer narrative:
The patient's age and weight were not provided. FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The gtin unique device identifier for the commercial heartmate3 modular cable is (B)(4). Approximate age of device ¿ 2 years. The modular cable was returned for investigation. The evaluation is not yet complete. The patient remains ongoing on lvad support with the replacement modular cable. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that during an outpatient clinic visit on (B)(6) 2017, the patient presented with mechanical damage to the silicon layer of the modular cable. The patient was asymptomatic. The modular cable looked discolored, and the damaged area of the silicon layer appeared very fragile. No alarms or technical issues for the device occurred. The modular cable was exchanged on (B)(6) 2017 without issue. It was reported that the patient could not remember when and how the damage occurred. The patient showers regularly 2 times a week. When necessary, the patient cleans the modular cable with clear water and no special cleaning agents. The patient is reportedly doing fine on the replacement modular cable. No additional information was provided.

Manufacturer narrative:
The evaluation of the returned modular cable as well as the submitted photographs confirmed the report of discoloration and cosmetic damage to the outer jacket of the cable. Examination of the modular cable found that the outer jacket and bend reliefs were discolored yellow and gray. The discoloration appeared to be gradient and became darker at the in-line connector end. The outer jacket was bunched up and torn adjacent to the in-line connector bend relief. The polyurethane around the cut area showed a cracked surface and felt softer than the surrounding material. The outer jacket material appeared to have expanded, causing the two ends of the tear to push together and create a flap of polyurethane on one side of the cable. Visual examination of the underlying armor and bionate layers as well as the wires revealed no evidence of damage. The controller and in-line connector pins appeared unremarkable. The modular cable passed electrical testing without issue. The evaluation could not conclusively determine the cause of the outer jacket tear and discoloration. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.